Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jan-2022 to 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was slow and unresponsive as the bluetooth, netbios, ipv6 and touch service was enabled. The technical support specialist disabled these, set device to high performance and rebooted it. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding when user attempted to log in prior to the start of a procedure. Customer stated that a procedure was slightly delayed and the required medications were propofol, midazolam, fentanyl and glycopyrolate. The customer added that they needed to go to different station in other room to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's configuration settings. The device's settings were reconfigured by disabling the bluetooth, netbios, ipv6 and touch service and also set the device to high performance to resolve. The station was rebooted and tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding when user attempted to log in prior to the start of a procedure. Customer stated that a procedure was slightly delayed and the required medications were propofol, midazolam, fentanyl and glycopyrolate. The customer added that they needed to go to different station in other room to retrieve the required medications. There were no adverse events or injuries reported based on this event.